Event description:
It was reported on the morning of report the patient tried to turn on their stimulation and the patient programmer showed a picture of a doctor and a phone with a circled ¿I¿ in the corner, an information power on reset (por) and this was the first time they had seen it. As a result the patient had been unable to adjust stimulation. Over the phone the patient was able to clear the por and turn the stimulation on.

Manufacturer narrative:
Concomitant medical products: product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 9 7754, serial# (B)(4), product type: recharger; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).